Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES had a smoke smell coming from the drawer.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 27-MAR-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the station had a smoke smell. A field service engineer (FSE) powered off the unit and noted a slight scent of smoke. Inspection revealed thermal damage localized to the solenoid in main full height drawer 1, which had seized. Replaced the solenoid and the drawer controller board. Powered the device back on and performed Hardware Test Application (HTA) testing, which passed successfully. The system functioned as intended after the field service engineer repaired the device.